Event description:
Philips received a complaint by product investigation lab (pi) on the v60 indicating while investigating the returned defective flow sensor assembly, it was verified that it is getting 100b (post) (vent-inop): watch dog test failed message with the temporary install of the suspect flow sensor assembly to the stb, the stb goes into a vent inop condition shortly after the diagnostics portion of operation. The drpta shows the following post error code, which is the reason for the vent inop condition: 100b, post watch dog failed. Pil tech verified that the reason for the watch dog failure (vent inop) is due to c4 (capacitor on the o2 flow sensor), which is used as a dc-coupled capacitor for signal protection on pin 2 output of u1, which is damaged and shorted. It was reported there was no patient involvement at the time the issue was discovered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.